Event description:
Reported blood glucose results of "131 mg/dl" with a lifescan meter and "113 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt stated that the vial of test strips was cracked. The techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Based on the info provided, there is evedence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. No replacement items are being sent to the pt.